Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comments, unable to confirm freeze, however programmer had slow performance issues. Analysis also noted that the printer motor slipped, the stylus tip was pulling apart, lower case rubber stand-offs were worn, keyboard rails were cracked, handle covers were cracked and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze. The programmer was returned for service. There was no patient involvement.